Event description:
Subject masks are extremely irritating to facial skin and mucous membranes of surgical staff. The irrigation caused by these masks especially in long procedures are a distraction to the surgical team.